Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after 10 days of sensor wear and was unable to obtain readings. As a result, customer experienced vomiting and "ketones" and was seen at a hospital where a treatment of fluids was provided for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after 10 days of sensor wear and was unable to obtain readings. As a result, customer experienced vomiting and "ketones" and was seen at a hospital where a treatment of fluids was provided for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after 10 days of sensor wear and was unable to obtain readings. As a result, customer experienced vomiting and "ketones" and was seen at a hospital where a treatment of fluids was provided for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed a visual inspection on the sensor plug assembly and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured as 1.60v (1.45v - 1.65v), which is within the specification range. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.